Event description:
It was reported that the patient presented in-clinic. Upon interrogation, the pacemaker exhibited failure to interrogate using radio frequency (rf) telemetry. Device software upgrade was performed and rf telemetry was available. The patient was stable.